Manufacturer narrative:
The underlying cause and issue could not be confirmed however it was found during the evaluation that the motor was noisy. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The head motor will not hold with weight on it.